Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray generator error caused mrc to be non-operational, allowing fluoroscopy only on a integris h5000c/allura 9c. The clinical use of the system was in use. There was no reported patient or user harm.